Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0443902v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had gotten pregnant while she had the device, and her health care provider advised not to use the device while she was pregnant. The leads had broken (snapped) and weren¿t working because her weight had shifted and she got the whole system replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.